Event description:
Healthcare professional reported a rupture. This record is for the right side. The device was explanted.

Manufacturer narrative:
Continued: A.4. Weight: 49.9 KG.A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Rupture.